Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure/bent cannula or to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she was wearing the pod for about 24 hours on her back. Her blood glucose started to climb and she reached 500mg/dl. She called her doctor, who recommended she go to the emergency room because she is pregnant. The patient was diagnosed as being on the verge of diabetic ketoacidosis (dka). Treatment included fluids and an insulin drip though an IV. The patient reported that the pink slide did not move forward, indicating the pod did not deploy properly, and that the cannula appeared bent when the device was removed. She also mentioned that the pod alarmed after it was removed. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).